Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices.the manufacturer received information alleging visualization of particles.there was no report of patient harm or injury.the manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The device was returned to a third-party service center. The technician could not confirm foam particles in the device evaluation. The device was scrapped. The manufacturer is submitting a final report at this time. If any additional information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In this report box d, g and h has been updated/corrected.